Event description:
During spontaneous call with the patient, patient reported that pump was alarming but believes it was due to a faulty cassette. Alarm stopped after switching cassette but doesn't have the cassette for investigation. Patient said this happened 2 times today with 2 different cassettes. Patient was finally able to get her pump to recognize a cassette and has her infusion running currently. Patient states since her pump alarmed twice, she was nervous and panicking to get the pump working and the infusion running, so the patient did not change her cadd ext set tubing today like she normally does. Patient wanted to know if she should change her cadd ext set tubing today or when she should change it next (patient usually changes cadd ext set tubing monday, wednesday, and friday). Advised patient to change her cadd ext set tomorrow when she changes her cassette and to change her cadd ext set again either on friday or saturday. She can then get back on. Scheduled with her usual cadd ext set change on monday, (B)(6) 2022. Pt verbalized understanding. Pt did not have cassette lot number to report for either cassette that was not recognized by her pump. Pt states she has enough cassettes and cadd ext set tubing at home (order already set up for extra dme per previous "roh consult note.") No further info is available. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual cassette / pump available for investigation? No; did we [MFR] replace the cassette / pump? Yes; did the pt have add'l cassettes / pumps they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes; is the infusion life-sustaining? Yes. Reported to (B)(6) by pt/caregiver.